Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer found that while the pump began charging after being connected for 30 minutes, the charging connection was unstable and required the cable to be held or positioned strategically. Tandem technical support was to send a replacement cable and wall adapter with two-day shipping and follow up with the customer. If the pump battery depleted before receiving the replacement supplies, the customer would rely on multiple daily injections (mdi).